Event description:
It was reported that inappropriate non-sustained lead noise episode was observed due to sensing latency on the near-field and the far-field channel. Programmer changes were performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.